Event description:
The pt was in a car accident and the implantable neurostimulator seemed to be pushed against her sciatic nerve. Two weeks after the accident, the pt also experienced shocking sensation 'all over when stimulation was on'. She didn't feel shocking when it was off. Therapy impedances were greater than 4000 ohms. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)